Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. The following was reported. The or table tilted on its own. This movement was not requested by the user. This happened while a patient was on the table. The or team recognized the malfunction and could hold the patient on the table. No harm occurred to the patient. We decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence. When the malfunction occurred, the device was not up to the manufacturers¿ specification. The provided information indicates that upon the event occurrence, the device was being used for patient treatment. When the event occurred, 116001c0 - otesus or table column mobile was directly involved with the reported incident. The review of received customer product complaints revealed that this complaint was the first one claimed for the investigated issue. Comparing the number of complained devices to the number of units placed on the market up to the end of february 2021 (3660) we can conclude the failure ratio is 0,027 % for the investigated issue. The affected or table column was investigated by a getinge-maquet field service engineer (fse) at the clinic. The reported malfunction could not be reproduced. The column was returned to the manufacturing site for further investigation. The described malfunction could also not be reproduced at the manufacturing site. Therefore, we assume that no damage of the tables mechanics or electrics has caused this malfunction. The log files of the affected table were analyzed. This way a hint was found that an internal software safety mechanism was activated. We tried to reenact the situation which would activate this safety mechanism. During this test the following was observed: the table tilts very little (less than 5°) before the safety mechanism is activated and stops the tables movements. This does not correspond to the situation, which was reported by the user. The activation of this safety mechanism was further investigated. It could not be determined how or why this safety mechanism was activated. The affected remote control was investigated and tested, too. No malfunction or damage could be found on the remote control. The keypad of the remote control is designed first-time fail-safe. An error at the keypad does not cause the table to move unintentionally. We have contacted the clinic and asked, whether other control devices were near the table, when the issue occurred. According to the clinic this was not the case. That is why we do not assume that the table was accidently controlled with a different remote control device. The root cause of this issue could not be determined. The issue was not reproducible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The event has been reported with a delay due to our retrospective examination of the record. At the time (2021) the complaint was reviewed and found not to be reportable in the us. Current day, we compared the registration list, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now.

Event description:
On 10th february 2021, getinge became aware of an issue with one of our columns - 116001c0 - otesus or table column, mobile. The following was reported. The or table tilted on its own. This movement was not requested by the user. This happened while a patient was on the table. The or team recognized the malfunction and could hold the patient on the table. No harm occurred to the patient. We decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence.